Event description:
Customer reported that their pump screen was dark and would not turn on. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.